Manufacturer narrative:
(B) (4). Physio-control replaced the lens display and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed lens display was further evaluated at the failure analysis center and it was observed that the spacer foam moved into the display area.

Event description:
Physio-control device eval found that the internal foam spacer placed around the display monitor moved up and is now covering a portion of the display. There was no pt use associated with the event.